Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation but a vyaire field service representative(fsr) evaluated the device onsite and repaired the unit . Vyaire medical was able to confirm the issue and unit insp was replaced. Log files show technical failure 545 and 316 with error 3, but there is no technical failure 401 visible on logs. On (B)(6) 2021, the above alarms appeared after one start up. Root cause of failure is due to defective inspiration valve nt. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and downloaded the logs and sent them to technical support to analyze. The inspiration block was replaced according to service manual. Test base was performed according to instructions and passed.inspiration scale point calibration and o2 scale point calibration were performed and passed. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that bellavista 1000e us is having a technical failure alarm 300 - device in failsafe, alarm 316 - blower failure, as well as alarm 545 - value out range - failsafe. Furthermore, there is no patient involvement associated with the reported event.